Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a separation; further described as ¿transfer set tip came apart." This was observed during use of the device for peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.